Event description:
It was reported that the device displays a speaker malfunction error message and does not produce audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Onsite analysis was performed, including attempts to reproduce the reported issue. The investigation confirmed that the speaker was faulty. The speaker assembly was replaced, and functional testing verified that the device was operating according to specifications. Based on the results of the investigation, it was concluded that the product malfunctioned due to a faulty speaker. The issue was resolved through replacement of the speaker assembly, and the device has been returned to service.